Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use during dwell 2 of 4. The technical service representative (tsr) was unable to determine cause for system error. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance spoke with the registered nurse. The rn stated that treatment was discontinued that night and the hp was switched to continuous ambulatory peritoneal dialysis. Normal therapy resumed the following night. Therapy has been going well since incident. There was no patient injury or medical intervention indicated at the time of the initial report. No further information available. On (B)(6) 2011, the rn stated the hp would not have any samples or lot number information.

Manufacturer narrative:
(B)(4). Per the customer's nurse, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. This complaint for a report of a system error 2240 was not confirmed. The root cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.